Event description:
The cortex screw was broken after operation for 11 months.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.